Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to the damage.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant did not work. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. *** 07-oct-2022 update dw further information were provided that after the implant was inserted into the femoral drill hole it could not be fixated and was pulled out again.